Event description:
It was reported by the rep that the (1) ecs21 was used during a laparoscopic assisted sigmoid resection. It was reported that the surgeon was performing a triple staple technique in the proximal segment of the bowel. The anvil head was inserted with the blue spike and the surgeon stapled and pushed the spike through. The surgeon then tried to remove the spike, but it broke off in the anvil. The anvil had to be removed. The patient eventually had an abdominal perineal resection, but not due to the stapler. 07/06/1999 the case was completed with another instrument.